Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. During the orthopedic procedure the surgeon had a needle break. Surgeon was using a symmetric suture with a CT-1 to close a high tension area. Unknown if the procedure was completed successfully. No patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please provide the lot number. Unavailable. Did the needle piece fall into the patient? Unknown if yes, was the needle piece(s) retrieved during the same procedure? Yes; were x-rays taken to locate the needle piece(s)? Unknown; what measures were taken to retrieve the broken piece? Unknown; was there any additional tissue damage as a result of searching for the needle piece? Unknown; does a piece of the needle remain in the patient¿s tissue? No if yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? Unknown; what is the surgeon's opinion of consequences to the patient? Unknown; please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) nurses in the room: gloria & cathy. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.